Event description:
It was reported that the patient visited the emergency room (ER) due to experiencing a pod alarmed while wearing the device on the abdomen between 4 and 24 hours. At the hospital, blood tests were performed and the patient was provided with manual insulin injections as backup. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit. No lot release records were reviewed, as the product lot number was not provided.